Event description:
It was reported that patient experienced a diminished/loss of therapy as the drg lead had pulled out of the ipg header and subsequently all of the lead's contacts showed invalid impedances. Surgical intervention was undertaken on (B)(6) 2022 wherein the lead was connected back into the ipg header. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.